Manufacturer narrative:
An event of device damaged during procedure was reported. It was indicated that while the suture needle was being used on the cuff, the outer/distal side of the ncc cuff had became torn. Reportedly, there was a 30 minute delay associated with the annulus dilation, but there were no patient consequences. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported event was due to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Per the information available abbott cannot further speculate on why the reported event occurred.

Event description:
It was reported that on (B)(6) 2025, a 19mm epic valve was selected for implant. During the procedure, while the suture needle was being used on the cuff, the outer/distal side of the ncc cuff had became torn. The valve wasn't used, the annulus was enlarged, and a 21mm epic valve was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was a 30 minute delay associated with the annulus dilation, but there were no patient consequences. The patient's condition is stable.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 19mm epic valve was selected for implant. During the procedure, while the suture needle was being used on the cuff, the outer/distal side of the ncc cuff had became torn. The valve wasn't used, the annulus was enlarged, and a 21mm epic valve was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was a 30 minute delay associated with the annulus dilation, but there were no patient consequences. The patient's condition is stable.